Event description:
Following a pta treatment procedure, removal difficulties were encountered. When the physician attempted to remove the symmetry small vessel balloon, the proximal balloon weld became broken. At that time, 2/3 of the balloon was in the lumen of the sheath. The lesion being treated was a 90% stenotic lesion in the left brachial artery. The physician used a 5f/3 cm introducer sheath for vascular access, and a terumao 0.018" guide wire to cross the lesion. After the device separated, the shaft was removed from the patient's body. The broken balloon was then successfully removed with a snare. When removing the broken balloon, the patient experienced pain, but now is stable. No patient injuries were reported. Patient status is reported as `fine'.